Manufacturer narrative:
A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; requests were unable to be made due to a lack of adequate patient identifiers. As such, event determination, off-label conditions, related patient harms, and patient disposition could not be independently assessed. The manufacturing lot review confirmed all devices met specifications prior to release. These types of events will be monitored and trended as part of the quality system. Correction: date of event; remove data. Patient code; remove 3190. Result code; remove 3233. Conclusion code; remove 11.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx abdominal aortic aneurysm stent. Approximately five (5) years post initial procedure, the physician elected to treat the patient by relining with gore (non-endologix) devices sometime in 2017. It is unknown what device failure prompted re-intervention. There have been no additional patient sequelae reported.